Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Attempted to replicate the user complaint with samsung device with android 10/fsll version 2.5.3.6373 using a known good libre 2 sensor and were able to successfully receive high/low glucose alarms. A follow-up report will be submitted if additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that low glucose alarm did not sound with the freestyle libre 2 sensor. The customer reported requiring treatment of sugar by a third-party due to issue. There was no report of death or permanent injury associated with this event.